Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/54 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ventricular arrhythmias following left ventricular assist device implantation: a systematic review and meta-analysis of incidence and clinical impact. Europace. 2025. 27, euaf129. Doi: 10.1093/europace/euaf129 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis review of ventricular arrhythmias following left ventricular assist device (vad) implantation. The authors described patient deaths; however, the specific causes of death were unknown and described as all-cause mortality. There were patients who experienced early and late onset ventricular arrhythmias which included electrical storm, and patients with pump thrombosis. The status of the devices is unknown. No additional adverse patient effects were reported.